Manufacturer narrative:
Correction please refer g1 reporting contact. The reported event could be confirmed, based on available CT scans and medical experts assessment. The device inspection was not possible as the product was not returned for investigation. A review of device history for the reported lot didn't indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation a review of labeling didn't indicate any abnormalities. Upon review of available CT scan medical experts opined that the described loosening can be confirmed with the provided CT scan. There is a loosening with radiolucency visible. The anterior tibial component may be slightly subsided. The tailor component doesn't show clear radiolucence or other signs of loosening. Therefore loosening cannot be considered for the talar component. The underlying cause remains also unclear. However failure of total ankle replacement over time is a known complication. In the case of a planned revision procedure, a medical opinion aiming to determine the root cause of the failure is a part of internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible cause of failure. In case where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient assessment for the treating physician is missing. The root cause of radiological findings such as reducing area bone cyst are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to the these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of failure. More detailed information about the complaint event as well as the effective device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of tibial component for reasons of loosening of tibia.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of tibial component for reasons of loosening of tibia.